Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. Fiducials were administered transperineally prior to spaceoar implantation and the procedure was done under local anesthesia. Imaging was done post procedure and it was read as rectal wall infiltration. It looked like the midgland was fine but at the apex, it was clear that there was a rectal wall invasion. There were no patient complications reported as a result of this event. The planned external beam radiation therapy (ebrt) was delayed.